Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarms noted during testing. The device was received with cracked reservoir tube lip, minor scratches on the lcd window, scratched reservoir tube window, and missing end cap sticker. (B)(4).

Event description:
Customer reported via phone call, the insulin pump was beeping and was prompting her to press the esc and act button to clear it, but the buttons were unresponsive. Customer's blood glucose was 194 mg/dl. Customer stated the button error alarm didn't occur right after the device was exposed to moisture. The buttons weren't held for three minutes or longer. Customer was advised to revert to back up plan and the device need to be replaced. Customer agreed to return the device for analysis.